Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was stuck on the boot screen and went offline on remote support service. The machine displayed an error message as "unable to update, going back to the old version". Customer manually rebooted the machine, and it was still not working. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was stuck on boot screen. A field service engineer (fse) remotely accessed the station to address a windows update failure and attempted corrective actions to reset update-related services, but access restrictions prevented successful repair. The fse informed the customer that reimaging was required, scheduled the activity, reimaged the station, configured local group policies, installed the remote support service with component manager, windows server update services, and eset antivirus software, completed a data synchronization, and verified that the station was restored to normal operation. The system functioned as intended after the field service engineer repaired the device.